Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture was present in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation of insulin delivery if the damage impacts the power circuit or cartridge cap.

Manufacturer narrative:
Follow-up # 1 date of submission 9/22/2016 device evaluation: the device has been returned and evaluated by product analysis on 8/29/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked. There was corrosion observed in the battery compartment. A leak test was performed and failed due to the battery compartment leak. The pump was opened and there was no further evidence of moisture found internally. Unrelated to the initial complaint, it was observed that the audio bolus button cover was damaged but the bolus button was responsive during the investigation. Correction to serial #.